Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (15 mg/ml at an unknown dose) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient missed a refill appointment on (B)(6) 2018 due to her current healthcare provider (hcp) no longer being able to treat her. The caller stated that the pump was alarming/beeping a single tone every hour. No symptoms were reported. The caller was sent a physician listing and redirected to her current hcp for the possibility of filling the pump with saline of turning it off. No further complications have been reported as a result of this event.